Event description:
It was reported that the tubing set male luer collar broke while in use on the neonatal intensive [nicu] care unit. The medication was infused in macrobore tubing, then flushed - on the non bd syringe pump. After removing the tubing from the smart site - the plastic collar snapped off the tubing and broke. It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Removed date of event. Corrected info: b5 d1, d4, d10, g5, g7, h2, h6. Additional info: d11, h3. A1, a2, a3, a4, b3 were requested but not provided.

Manufacturer narrative:
The customer¿s report of broken male luer collar was confirmed by visual inspection. Visual inspection and closer inspection of the break under a lab microscope observed no stress marks or tool marks. The broken male luer was not expected to have occurred during assembly as the break was observed during use. Previous investigations have shown that breaks may result from overtightening of the male luer on the mating component. The set was visually inspected for cracks, misassemblies or damages to the components. No further testing could be performed due to the broken male luer collar. The root cause of the broken collar could not be definitively determined.

Event description:
It was reported that the collar broke on the neonatal intensive [nicu] care unit. The medication was infused in macrobore tubing, then flushed - on the smith medical syringe pump. After removing the tubing from the smart site - the plastic collar snapped off the tubing and broke. It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient.

Event description:
It was reported that the tubing set male luer collar broke while in use on the neonatal intensive [nicu] care unit. The medication was infused in macrobore tubing, then flushed - on the non bd syringe pump. After removing the tubing from the smart site - the plastic collar snapped off the tubing and broke. It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
Correction: please disregard h3 and h6 entries in follow up #2 (pr 380422) for mrn9616066-2020-00745. Evaluation information was completed and correctly documented in follow up #1 (pr (B)(4)). Aware date = fi completion 22/apr/2020.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the collar broke on the neonatal intensive [nicu] care unit. The medication was infused in macrobore tubing, then flushed - on the smith medical syringe pump. After removing the tubing from the smart site - the plastic collar snapped off the tubing and broke.